Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or unexpected alarms noted during testing. No unexpected pump restarts or reset time/date anomalies noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms noted during testing. The pump passed the self test, unexpected restart error, rewind, basic occlusion displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump hasn't been working properly for a couple of days. Currently the device is not working. The customer is currently six and half months pregnant. For the last 24 hours the customer has changed the battery twice. In the night the device shut off and she realized it was off until she checked her blood glucose in the morning. Customer then changed the battery and the device is now alarming to change the battery. Troubleshooting was performed and it was noted the device had alarmed two times off no power during the night. The device also had cracks on the battery compartment. The customer's blood glucose was 4.8 mmol/l. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.